Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires and damaged cable) has been confirmed. Upon investigation trunk cable was pulled from the strain relief damaging wires in the cable and connector (B)(4) on the distribution node pca were broken off. The root cause for the damaged cables and connectors was excessive force. No adverse event resulted from the damaged cables or connectors.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had exposed wires and a damaged trunk cable connector.